Event description:
P waves .5 mv. Sensitivity .45 mv. Appears to have decreased from the trending 4 mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).